Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed exterior visual inspection and unit passed. The unit passed internal visual inspection. The case was open for further inspection and troubleshoot. The receiver does not boot up, re-initialized continuously. Unable to complete download or run test. The reported event loss of connection was confirm. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.